Event description:
It was reported that the patient experienced stimulation in the wrong location and also felt a shocking sensation in her left foot when bending over. The symptoms started after the patient exercised. The shocking sensation only occurred while stimulation was turned off. The patient's status was considered "good". Additional information has been requested, but was not available as of the date of this report.